Event description:
The complainant reported an over-delivery. It was reported that three cans of product were hung and the pump set at a rate of 66 ml per hour, which would be a total of 660 ml over 10 hours (the intended delivery); however, the pump delivered 711 ml in 8.5 hours.

Manufacturer narrative:
Abbott nutrition standard procedure includes attempting to obtain all required information from the source.